Event description:
It was reported that the patient was septic. The patient had 1ml left in her pump and they had planned to program the pump to the minimum rate versus stooping the pump completely. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)